Event description:
Patient was revised to address femoral subsidence and suspected proximal loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address femoral subsidence and suspected proximal loosening. Doi: (B)(6) 2011 - dor: (B)(6) 2012 (l hip) the device associated with this report was not returned. Review of the device history records and/or a lot specific compliant database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional related reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.